Event description:
It was reported that an ilet could connect to the mobile app, but the update and sync functions were inaccessible and remained greyed out despite multiple restarts, app reinstalls, and attempts with different phones; a backup ilet connected normally and provided the expected options, and the user transitioned to the backup device. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included remote technical troubleshooting and device exchange. Investigation of this case revealed a device malfunction during the update process that resulted in system freeze and persistent error messaging, consistent with a hardware or firmware fault affecting the user interface and system restart functions. It was concluded that the cause was an update-related device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.